Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
As reported to coloplast though not verified, pt was implanted with minitape sling. Later the pt experienced mesh exposed on right, banding on left and recurrence of incontinence. A revision and a full explant were performed.